Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed. Interrogation of the device revealed the device was at end of service (eos) upon receipt. A longevity calculation was performed and found the battery depletion was normal based on the device usage and programmed settings. Telemetry, pacing, sensing, impedance, hv output, hv shock, patient notifier were tested on the bench. No anomaly was detected. Correction: updated implant date to (B)(6) 2020, was previously reported as 20 oct 2020.

Event description:
It was reported that a patient presented with premature battery depletion on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient condition was stable.